Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The cause is determined to be the handling of the user. It is presumed that the image was not displayed because the device was damaged due to an impact such as dropping the device, liquid infiltrated into the device, and the circuit was short-circuited. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon was duplicated and short circuit or corrosion of the electrical circuit due to water immersion. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, the endoscopic image was not displayed. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.